Event description:
Pt was turned by primary rn and ccp during cleanup of bowel movement. Impella alarmed retrograde flow and stopped. Code called. Troubleshooting done: catheter position checked with ultrasound, no kinks in the catheter. Attempts x 3 to restart impella failed. Impella rep at bedside for those attempts. Backup console put into service but exhibited the same alarm. Decision was made to pull the impella back to the descending aorta until it could be removed. Purge solution continue to infuse throughout these events. Upon further examination, the impella catheter was broken at the distal end; additionally, there was something red at the pigtail end and some tissue-like shreds that were expelled with the catheter when it was pulled were sent for pathology. The impella catheter was sequestered for examination by biomedical engineering. FDA safety report ID# (B)(4).